Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was going through batteries very fast and the day before, it shut off by itself 3 times within 5 minutes. The customer stated the display went blank for less than 30 seconds. The customer also reported receiving a failed battery test alarm. Blood glucose value was 5.9 mmol/l. The battery was low at the time of the call and the customer stated it was changed the day before. During troubleshooting, the customer found a small stain on the top of the battery cap. It was advised to discontinue the use of the insulin pump and revert to backup plan until receiving the replacement battery cap.